Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported developing an infection at the pod insertion site (arm) after wearing the pod for approximately more than 48 hours. The patient indicated that the pod had been bumped, resulting in pain, and upon removal, the site appeared swollen, red and felt warm to the touch. The patient sought care from their primary care physician (pcp) sometime in (B)(6) 2026 and was diagnosed with an infection at the pod site. During this visit, the patient was prescribed with antibiotics. Due to worsening redness and pain of the site, the patient followed up with their pcp and was advised to seek care at an urgent care facility. The patient reported visiting urgent care every two days for incision and drainage of the infected site and received a different antibiotic than initially prescribed. The patient does not recall the exact treatment dates. Additional information has been requested.